Event description:
It was reported via voluntary medwatch report, that about three years ago pt had a pump flow study that came back and it was stated that "there was some kind of problem". The pt had morphine in the pump and experienced and overdose, which was followed by withdrawal.

Manufacturer narrative:
(B)(4).